Event description:
During the procedure of putting in a lifeport. Surgeon called x-ray back to the room. With visualization surgeon noted a change on the catheter. Surgeon called radiology. It was determined that a follow-up procedure was necessary. Only the port from the first catheter kit was used. Portion of catheter in pt's heart. Catheter from second catheter kit used to complete the venous port access.